Manufacturer narrative:
Evaluation- a review of the complaint history, instructions for use (IFU), quality control, manufacturing investigation and a visual inspection of the product were conducted during the investigation of this event. The product rpn and lot number were not included in the report (device history record review not possible due to lot number being unknown). The returned device was visually examined and the od measured indicating that the device was a rcfw-18. The funnel of the sheath was distorted resulting in thinned areas giving it a ruffled appearance. This is consistent with the use of force exceeding the strength of the material. This product is shipped with an IFU which includes the following precaution: "all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Per the investigation, from images provided, "a kink was observed in the sheath tubing and the flare appeared to be damaged. It is feasible to suggest that excessive force had been used during removal of the device, thus causing the hub to separate from the sheath." We will continue to monitor for similar events. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The hub of the sheath broke off during removal of another manufacturer's device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence.